Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, at the endotracheal intubation interface, the anesthesiologist found that the interface was detached after intubation. It was indicated that there was no patient injury.